Event description:
A 22g insyte IV catheter was used to start an IV for a pt. When the nurse attempted to engage the safety feature causing the needle to retract, the needle stuck in place and would not retract. There was no pt harm.